Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent direct lateral interbody fusion with posterior instrumentation on levels l3-l4. During preparation of the disc space with rotating shaver, when the surgeon was trying to rotate the shaver, it snapped at the top of shaver and shaft . The shaver piece was retrieved by drilling out the top of vertebral body between the disc space and grabbing it with a "coaker". No fragments of the product remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: product analysis: visually confirmed approximately ~45 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Optical examination of the fracture surface analysis reveals surface circular material displacement, consistent with torsional overload, with plastic deformation both above and below the fracture. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.